Manufacturer narrative:
Technician replaced seized latch and pin to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician found left foot siderail will not latch.